Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing number: 2017865-2021-26990. It was reported that the patient presented for an implantable cardioverter defibrillator (ICD) explant due to premature battery depletion. During the procedure, the left ventricular lead dislodged. Upon fluoroscopy review, dislodgement was confirmed. The lead was capped and replaced on (B)(6) 2021. The ICD was explanted and replaced. There were no consequences to the patient.